Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported high blood glucose. Customer stated that he got a insulin pump replacement and when he changed site her blood glucose was over 400 mg/dl. Customer went back to the old insulin pump and it worked out fine. The customer does not have the insulin pump and not able to troubleshoot. The customer was advised to report back for troubleshooting. The customer reported back regarding getting insulin pump replacement due to having high blood glucose. Customer stated wanted insulin pump replacement. Customer declined to troubleshoot and just want insulin pump replacement. No further information provided.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.